Event description:
It was reported that the steering section of the blazer prime catheter was broken coming out of the package. It was never used on a patient.

Manufacturer narrative:
The device was returned to boston scientific for investigational analysis. The steering knob and o-ring were found detached from the handle,. Microscopic analysis additional damage to the steering knob. Functional testing was unable to be performed due to the condition of the returned device as previously mentioned. No other visual issues were observed during the visual inspection.

Event description:
It was reported that the blazer prime was broken coming out of the package. It was never used on a patient.